Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -18.0/5.0/093 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6)2023. Low vault and refractive change overtime was observed. The lens was rotated due to due to large amount of astigmatism. Lens remains implanted. Cause of the event is reported as patient related factor. Reportedly, after rotation the astigmatism was highly improved. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Device evaluation: h3: device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found the lens haptic torn. Dimensional inspections found the lens did not meet original values measured at the time of manufacturing. H6: type of investigation: 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Additional information: secondary surgical intervention to remove/replace/reposition is identified in the labeling as a known potential adverse event following icl implantation. Corrected information: b5: a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a low vault accompanied by refractive change overtime, diminished vision, and lens rotation. The lens was repositioning and at a later unknown date the lens was explanted. Cause of the event was reported as patient related factor, "error in estimation of icl sizing." Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided. D1/d4:model,catalog,UDI claim: (B)(4).